Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3794204 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. Post-op, the patient experienced pain in the lower back, in the groin, and especially in the right leg, urinary tract infections, fatigue, stress, difficulty with bowel movements and depression. No further information is available.